Event description:
It was reported when using the bd insyte¿ autoguard¿ bc shielded IV catheter, the device experienced a needle through catheter. The following information was provided by the initial reporter. The customer stated: we have had another incident with the 20g autoguard winged catheter, reference number (B)(4). I have the affected product that needs to be sent back to you. It appears while a nurse was starting an IV and the tip stayed in the same spot and that when she advanced the catheter the cathlon bent in half. The nurse said she did not advance the needle twice.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: our quality engineer inspected the sample submitted for evaluation. Bd received one used unit. Visual inspection of the returned sample found that there was blood residue inside the catheter tubing and flashback chamber, but no obvious damage was noted to the unit. To further inspect for damage, a leak test was performed. Leakage was observed halfway between the nose of the pink adapter and the catheter tip. Microscopic inspection of the unit found that there was a v-shaped cut on the catheter tubing. This type of damage is indicative of a needle spear through and would result in the observed leakage. Since the unit had been used and blood residue was observed inside the catheter adapter, it is unlikely that the defect occurred during manufacturing as the device would have been received with the needle piercing through the catheter tubing, making a venipuncture attempt unlikely. A needle spear through may also occur in the user setting during tip adhesion break, during venipuncture if the needle is advanced at a wrong angle, or if the needle is moved up and down the catheter tubing. As the device had been used, bd determined the defect most likely originated during the application process. A device history record review showed no non-conformance's associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.